Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported va phone call that the insulin pump had battery cap cracked. Customer's blood glucose was 400 mg/dl. The customer was advised that we would send a new battery cap as a courtesy. The customer was advised to monitor the insulin pump.